Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed. A field service engineer remotely connected to the station and worked with the customer to eject the qb from the pocket using hardware test application. The customer was guided to remove the qb, perform recovery, and then unload the qb from the pocket. The qb was subsequently reloaded into the system, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 pocket b4 failed. User confirmed that error message was maintenance required. User recovered but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.